Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2318003 presented no issues during the manufacturing process that can be related to the reported event. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during deployment of a 5f mynxgrip vascular closure device (vcd), after the user shuttled down to deploy the sealant, the 5f non-cordis sheath could not get out. It was stuck. The user held the groin and gripped the 5f non-cordis sheath to pull the sheath and the device back and then the 5f non-cordis sheath finally pulled out. The user noticed the sealant was partially in and on the patient's groin, but the tube remained in the black housing. Hemostasis was achieved by manual pressure less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There were two mynx devices deployed in two different vein sites. The issue occurred while using two devices, the only issue was with the 5f when the user tried to pull the 5f non-cordis sheath back after deploying the sealant. The stopcock of the 5f non-cordis sheath introducer was opened prior to shuttle down. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. Unusual force was applied when retracting the 5f non-cordis sheath. There were no kinks in the 5f non-cordis sheath or device after removal. Venous access was obtained. There was no vessel tortuosity. A 5f 10cm non-cordis sheath was used. The mynx vcd was used in intervention with retrograde approach. The deployer is in mynx training and the sales representative was present during the procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation, and four pictures related to the reported failure were provided. Per picture analysis, pictures #1 & 2 showed two devices inserted into the patient. Unit #1 showed the advancer tube near the insertion site in the patient and the shaft of unit #2 was inserted into the patient. Picture #3 showed the sealant section. The sealant was in its manufactured position and exposed to blood. The sealant was not swelled. Picture #4 showed two devices inserted into the patient with unit #1 showing the advancer tube near to insertion site in the patient and the shaft of unit #2 inserted into the patient. As part of the picture, the sealant of unit #2 is at its manufactured position, not swelled and was exposed to blood. No other anomalies of the product can be noticed at the attached pictures. Per visual inspection of the received device, the shuttle was engaged to the black handle, and the syringe was connected to the device with the stopcock opened. The advancer tube was observed on the catheter shaft. In addition, an unknown procedural sheath was on the device, exposed to blood. The sealant was exposed as received. No visual damages or anomalies were observed. Per functional analysis, the advancer tube was pulled proximally on the catheter shaft and observed properly engaged to the distal tamp lock as received. No functional non-conformities were observed during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). The product history record (phr) review of lot f2318003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-device deployment jam¿ was not confirmed through analysis of the returned device since deployment of the sealant passed functional analysis with no anomalies noted. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue reported since there were no anomalies noted during functional analysis and the device performed per the IFU. However, the event experienced could have been attributed to an incomplete shuttle advancement resulting in a failure to deploy event since the sealant and advancer tube were present within the shuttle. The event could have also been attributed to the proximity of the venous puncture sites and the two mynxgrip devices in use. Per picture analysis, the access points appeared to be close, and it is possible that the proximity of the devices could have resulted in shuttle advancement/sheath retraction difficulties. According to the IFU, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in a device deploy issue. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 5f mynxgrip vascular closure device (vcd) after the user shuttled down to deploy the sealant of the mynxgrip, the 5f non-cordis sheath could not get out. It was stuck. The user held the groin and gripped the 5f non-cordis sheath to pull the 5f non-cordis sheath and the device back and then the 5f non-cordis sheath finally pulled out. The user noticed the sealant was partially in and on the patient's groin, but the tube remained in the black housing. Hemostasis was achieved by manual pressure less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. Tthere were two mynx devices deployed in two different vein sites. The issue occurred while using two devices, the only issue was with the 5f when the user tried to pull the 5f non-cordis sheath back after deploying the sealant. The stopcock of the introducer 5f non-cordis sheath was opened prior to shuttle down. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. Unusual force was applied when retracting the 5f non-cordis sheath. There were no kinks in the 5f non-cordis sheath or device after removal. Venous access was obtained. There was no vessel tortuosity. A 5f 10 cm non-cordis sheath was used. The mynx vcd was used in intervention with retrograde approach. The deployer is in mynx training and the sales representative was present during the procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.